Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported blood glucose results of hi, which on the system indicates a result in excess of 33.3 mmol/l, and 11.4 mmol/l on aviva nano system 1, 6.4 mmol/l on aviva nano system 2 within 10 minutes. The same lot of strips was used for both systems. No adverse event reported. A request was made for the return of the device.